Event description:
It was reported that the pt already had a lima bypass. The procedure was to treat an anastomosis lesion in the riva across the lima bypass. Access was performed via radial arteries. The lima was very tortuous, but the guide wire was placed without any problems. A dilatation catheter was advanced to the lesion site in the riva and the lesion was dilated. The dilatation catheter was retracted into the guiding catheter. It was then noted that the vessel was occluded and it was not possible to advance the dilatation catheter any further, and it was not possible to retract the guide wire. The pt was then transferred to the vascular surgery dept with the guiding catheter still in place. The surgeon opened the pt's chest in order to get the lima exposed. The guide wire was cut and one small part was removed out of the open bypass, and the remaining segment was retracted. After checking the two separated parts of the guide wire, a tiny "bullet", possibly fibrinous material, was noted on the guide wire shaft. The pt was reported to have tolerated the procedure well, and no further effects after the surgical intervention were reported.